Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer reports the drive support cap appears normal. Customer was able to complete insulin pump rewind. The customer also state that they performed the displacement test and they were able to passed the test. The insulin pump will not be returned for analysis.